Event description:
It was reported that the pump delivers too much medication. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The reported complaint was unable to be confirmed, and root cause cannot be determined.